Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, patient complained about 1 infusion set that fell off when she woke up. No further information available.